Manufacturer narrative:
Patient height 171 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the patient had dislocation of femoral head after hip torsion. X-ray / CT scan examination revealed dislocation of femoral head why revision surgery was performed on (B)(6) 2019. With revision surgery bipolar cup and femoral head were replaced. After the revision surgery the surgeon examined the removed cup and the inner surface of the cup was worn. The likeliest cause of the dislocation was wear of the ring based on the examination. The origin implantation was a primary bipolar hip arthroplasty surgery on (B)(6) 2009. Additional information was not provided. Involved components: nk035k - bipolar cup id22.2mm od55mm self-center. - lot: 51347189. The adverse event is filed under aag reference (B)(4).